Event description:
The customer reported that check vent: backup alarm failed occurred when the unit was being used by the patient. The customer reported that the unit was in use on a patient, but no patient harm was reported. The medical engineer (me) replaced the unit with another v60. The customer contacted product support and reported that the unit kept operating. The sale rep confirmed the occurrence of the reported alarm and brought back the unit to the service center. The service technician reported that customer reported problem was verified. The service technician found that the piezoelectric buzzer mounted on a cpu board was faulty. The cpu board needs to be replaced. This is pending repair completion. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting institution phone & phone number: (B)(6).

Manufacturer narrative:
H10: per key market the central processing unit (cpu) board with software version 2.30 is on back order. The repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered cpu board aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
The service technician reported that the occurrence of check vent: backup alarm failed (diagnosis code 1104) was confirmed. Therefore, the central processing unit (cpu) was replaced, and the phenomenon was resolved.